Event description:
It was reported that the artificial urinary sphincter was explanted due to fluid loss. A new aus device consisting of a 7.5 cm cuff, 5.5 cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.